Event description:
Customer reported hospitalization due to high blood glucose. Diagnosed diabetes ketoacidosis. Custom also had an infection. Hospital amputated small left toe. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.